Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient underwent a corail bipolar construct anterior. It was also reported that during rehab at the nursing facility, she fell and fractured her femur. This caused a peri-prosthetic fracture of the femur and the stem to subside. Stem and bipolar were removed and a reclaim bipolar construct was placed. There was also loosening at bone to implant interface.